Event description:
It was reported that the rear rotation knob has been sheared off and the probe thumbwheel was used to finish the biopsy procedure. There were no pt consequences reported. The device was returned for svc and repair.